Event description:
It was reported that while the ventilator was connected to a pt it generated two technical error codes and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated an internal memory error. The ventilator was replaced. There was no pt harm. Importer ref #: (B)(4). Ref # 8010042-2013-00107.